Event description:
After aspirating specimen from lung, was unable to blow specimen out of catheter or aspirate specimen through catheter. Syringe was changed with no change - unable to use specimen. Had to go back in pt. With another needle to get specimen.